Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address possible infection. Update 08/24/2015- upon review of the xray, it was noted the cup was malpositioned. Changing the MDR decision for the acetabular cup for malpositioning.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the prox body and acetabular cup; however device history and sterilization records were reviewed with no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were identified against the remaining product/lot code combinations. X-rays were received and reviewed. Infection cannot be confirmed on x-ray. The investigation can draw no conclusions with the information made available. The patient was originally implanted with depuy product in (B)(6) 2014 and revised for infection in (B)(6) 2015. It is not likely or reasonable to conclude the depuy devices contributed to the patients reported infection more than 10 months post primary implantation. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.